Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (ad) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) vancomycin every 72 hours and cefepime every 24 hours, ip (doses were not reported). Two days after being admitted to the hospital, the patient was recovering and abdominal pain was resolved. Ten days later, the patient was moved to another hospital and all antibiotics were suspended and was scheduled to be restarted for a duration of 15 days. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The day prior the event onset, dianeal therapy was discontinued then reintroduced on an unknown date later that same month. The event was further manifested by ¿feeling really full¿ and vomiting. On an unreported date, the patient started treatment with loratadine (10 mg monthly; route and duration not reported) and the following month the patient started treatment with cefepime (for eight days; dose, route and frequency not reported) and ceftazidime (for eight days; dose, route and frequency not reported) for eosinophilic peritonitis. On an unreported date, cefepime and ceftazidime therapies were discontinued. Three days prior to the receipt of this report, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.